Event description:
It was reported that the patient underwent l5-s1 fusion utilizing a retroperitoneal approach and by implanting rhbmp-2/acs with a synthes peek spacer and instrumentation. Subsequently, the patient was diagnosed with "injuries including, but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: lumbar spondylolisthesis at l5-s1. Lumbar foraminal stenosis secondary to #1. Mechanical low back pain and lumbar radiculopathy secondary to all of the above. For which, patient underwent following procedures: anterior lumbar retroperitoneal approach to the l5-s1 interspace for gross total discectomy, decompression, and arthrodesis. Placement of peek interbody cage packed with rhbmp-2/acs bone graft into the l5-s1 interspace. Use of rhbmp-2/acs bone graft. Posterior lumbosacral approach for placement of percutaneous pathfinder pedicle screws and rods. Posterolateral facet arthrodesis at l5-s1 using rhbmp-2/acs bone graft. Per op notes, at l5-s1 all disk material was removed. An appropriately sized peek interbody cage was then packed with rhbmp-2/acs bone graft and carefully impacted into the interspace arthrodesis. Ap and lateral fluoroscopic imaging confirmed proper graft and implant position at l5-s1. The posterolateral facet articulations were then packed with rhbmp-2/acs bone graft to establish a posterolateral facet arthrodesis. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.